Event description:
On 07/25/06, nellcor puritan bennett received a report of occlusion issues on a tracheostomy tube. The caller reported that the suction catheter could not be inserted into the tracheostomy tube further than 1.5 inches. The caller reported that the tracheostomy tube had a plastic "ledge" within the lumen of the tube. The caller reported that the patient was intubated with 3 different tracheostomy tubes and that all had the same problem. This report is associated to the third occurrence on MFR# 2936999-2006-00706.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report are not available for evaluation.